Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy procedure, on the first firing of the device, after the surgeon clamped the tissue they pressed the green button and tried to fire the device, however it could not be fired. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.